Manufacturer narrative:
Could not reproduce problem during testing.

Event description:
Customer stated that the yellow safety portion was completely separated except where the needle protrudes from the top. There is also on the issue with the tubing where it was pinched, which they suspect is most likely caused by the two sides of the yellow safety piece not being connected.